Manufacturer narrative:
During quality investigation, the customer's complaint was duplicated. Further investigation revealed corrosion damage to the motor, rotor, bearings, press plug and other component parts. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
The stryker micro reciprocating saw was sent in for repair because it was overheating during a procedure. No adverse consequence was associated with the event; the procedure was completed with another device.